Event description:
The patient reported she switched to her backup insulin infusion device and it is giving the occlusion alarm. To troubleshoot, the pt was instructed to remove her infusion set tubing and perform a prime. The device gave an occlusion alarm. The pt was then instructed to remove the cartridge, adapter, and piston rod and perform a dry prime which went through without error. While the pt was again examining the cartridge, adapter and piston rod, she discovered the "o" ring would not properly fit on the adapter. The pt was instructed to switch to a new adapter, reinsert all accessories and perform a prime which successfully went through. A new adapter was sent to the pt. On follow up, the pt stated she has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.